Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was congestive heart failure.

Manufacturer narrative:
The reason for return was death unknown. Once the device was received, it displayed normal device characteristics upon the first stage of analysis. Furthermore, the device image was saved and analyzed, no discrepancies were noted. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.